Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was brought in to the hospital for hematoma evacuation of the pocket. When the physician opened the pocket, the physician decided for a system extraction due to infection. Subsequently, the device was explanted. No additional adverse patient effects reported.